Manufacturer narrative:
Concomitant medical products: dtbb1d1 CT-d implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance, high impedance on both defibrillation coils, oversensing, noise, and non-specific failures of the ring electrode and defibrillation coils. The lead was capped and replaced as it was thought to have fractured. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.